Event description:
It was reported that the patient was brought to the emergency room after experiencing a conscious shock, discomfort, dyspnea, fatigue. The patient received inappropriate shock from the implantable cardioverter defibrillator (ICD) after incorrect interpretation of atrioventricular nodal reentrant tachycardia (avnrt) and premature ventricular contractions (pvcs) as true arrythmia. Programming changes were made. The patient was stable before, during and after the changes.